Event description:
Customer reported intermittent dark images during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep suggested using boost mode on larger pts. System operates as intended.